Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station powered off intermittently without user initiation. A user observed the station powered off while attempting to remove medications; however, the required medication was obtained from an alternate station, and no delay in therapy was reported. Troubleshooting performed prior to reporting included powering the station back on, but the issue recurred as the device powered off again after approximately one hour. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.